Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.